Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The pneumothorax was detected via chest x ray after the procedure. The pneumothorax resolved overtime from the chest tube placement. The target nodule was in the right upper lobe (rul) posterior segment and about 0.9 centimeters (cm) in size. Instruments used during the procedure included a 21g flexision biopsy needle, cytology brush and a compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed by c-arm fluoroscopy. The physician believe that the pneumothorax would have likely occurred via another modality due to the target nodule was abutting the pleura. There was no device malfunction associated with the event. The patient has been discharged home and in stable condition.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. System logs were not available for review at this time.